Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a faulty band imaging (bi) board. During evaluation, it was observed, cracked corners were noted in the top and bottom left corners of the bezel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the high-definition lcd monitor could not boot up all the way, it was able to power up, however could not boot up and it shut off in the middle of a case. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon was due to a faulty band imaging (bi) board. The cause of the faulty imaging board could not be identified. Olympus will continue to monitor field performance for this device.